Event description:
Additional information: additional information was provided by the vad coordinator on 20nov2017 indicating that the patient expired on (B)(6) 2017. The cause for expiration was reported as complications from cerebrovascular accident (cva) and cancer.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. Stroke and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported by the vad coordinator that the patient experienced a severe ischemic stroke on (B)(6) 2017. The patient had received a ramped speed study for elevated lactate dehydrogenase (ldh) earlier that day as an outpatient. The patient had reported to the local emergency room with left sided weakness 2-3 hours later. Ldh increases were noted to be occurring after the patient had a major bowel resection surgery in (B)(6) (dates not provided). The resection was to remove cancer and anticoagulation was stopped for the surgery and restarted by bridging with lovenox. Currently the patient has complete left sided paralysis but is doing some work with inpatient rehabilitation. The patient is clinically stable and breathing on his own and the lvad is operating as intended. No further ldh increases reported. Specific inrs for this course were not provided. Long term plan has not been decided yet. No additional information was provided.